Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side ¿deflation¿. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side ¿deflation¿. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: not observed through leak test inspection. None of the other observations performed during the device analysis (creases, delamination of diaphragm valve and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.